Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Un-reporting since there are currently no reportable events against device on record.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, "leaking".

Event description:
Patient's daughter reported "one of them looks like it leaking." Device remains implanted. This relates to an unknown side.